Manufacturer narrative:
One used sample and a couple of photos were returned for evaluation. As received, no physical damage was found. No mating device was returned. The sample was tested according to procedure; no leaks or anomalies were noted. Complaint of leaks can be confirmed based on the photos shared by customer. However, once the sample was received it was not possible to replicated the leak. The device history record (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. D9 - date returned to mfg: 11/24/2025.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding a smallbore bifuse ext set microclave, alleging a leak during patient use. It was reported that during the connection of the set to the vascular access device (venipuncture catheter), when starting the gravity infusion, they noticed that the device leaked at the luer connection. Although the event occurred when starting the infusion, there was no reported patient harm. Six (6) pictures were provided by the reporter.